Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a photograph provided by the customer. The actual sample was not returned. The photo showed a red pinch clamp where greater than 50% of the tongue of the clamp was displaced from the clamp. Simulations on samples from lab inventory showed that if sufficient lateral force was applied during clamping, the tongue could be clamped in a position that was displaced from the normal closed position. The simulations also showed that the clamp still completely occluded the extension line if 50% or more of the tongue was not displaced from the clamp. A misaligned clamp was not hard to observe and could be corrected by pushing the tongue into its normal closed position. A review of manufacturing records did not yield any relevant findings. Based on the lab simulations and the information reported, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that the catheter was in use in the patient's right internal jugular. The clinician noticed while clamping the extension line, the pinch clamp easily slipped off to the side of the line causing a partial or non-existent clamping. The clamp was in this position for approximately 15 seconds. Due to the incomplete occlusion of the tubing the patient had an air embolism and received hyperbaric oxygen treatments. The patient expired. An autopsy was requested. The sr. Risk specialist from the autopsy states the patient's demise cannot be directly correlated to the issue with the clamp being misaligned on the tubing.

Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.